Event description:
It was reported that the patient had an inappropriate shock less than two weeks post-implant. The sensing vector has now been reprogrammed from the secondary vector to the primary vector. There were no additional adverse patient effects. The system remains implanted.